Manufacturer narrative:
The ulthera system has not been evaluated for use over various materials. Therefore, treatment is not recommended directly over those areas with any of the following: dermal fillers.

Event description:
Patient reports that this was her second ultherapy. The first was performed over a year ago. Original treatment was performed at a different site. Treatment was performed one month ago. Patient has residual redness where welting was reported. Patient also reports that her right side filler has moved causing a smile line. Physician prescribed a steroid cream immediately post treatment. Treating physician reports: "the issue in general is resolved: welts cannot be event visible."